Event description:
Distributor reported precipitation in tubing during use. No patient injury or intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was not available for evaluation. Samples for similar complaints were sent to and analysed by baxter. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. Baxter will continue to monitor similar reports to determine if further actions are required.